Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping and advised the customer to rely on manual injections if the pump battery depletes before receiving the replacement supplies.